Event description:
It was reported that the patient presented to the emergency room feeling symptomatic and had experienced syncopal episodes. The pulse generator exhibited intermittent loss of capture. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.